Manufacturer narrative:
On october 09, 2023, mentor received additional information. The patient's implants were removed without replacement. It was reported that the patient's prostheses were discarded upon removal. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explant: (B)(6) 2023. Reason for device explant and/or reoperation: cutaneous contour deformity, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 57-year-old caucasian female patient underwent a primary breast augmentation surgery with a right-sided 250cc mentor memorygel breast implant and a breast augmentation revision surgery with a left-sided 250cc mentor memorygel breast implant. Post-operatively, the patient experienced bilateral rupture of her prostheses as well as bubbling in her breasts, which was confirmed via magnetic resonance imaging. As a result, the patient is scheduled for removal surgery on (B)(6) 2023. This report is for the right implant. Refer to manufacturing report number 1645337-2023-09755 for the contralateral event.